Event description:
It was reported during an endoscopic retrograde cholangiopancreatography procedure the wire detached from the sphincterotome and migrated to the pt's duodenum. Retrieval of the wire with a snare was uneventful. Another unit was used to complete the procedure successfully. The pt is good. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Without further details and without evaluating the device, co is unable to determine the cause for this event.